Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): a piece of the mesh and a part of the plastic sheath were returned for evaluation. The part of mesh received conformed to specifications. The plastic sheath returned was damaged. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the cover sheath could not be removed in one step. It had torn into pieces during the procedure and had to be removed in several steps. The mesh remains in place. There were no adverse patient consequences reported.